Event description:
It was reported that bd alaris pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that tubing spiked into glass vial for infusion, hung on IV pole, vent opened, however solutions would not flow/prime into the tubing. Tried opening and closing vent, opening end cap, eventually primed halfway then sucked back upwards.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues; fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10942011 and lot# 24115364 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information provided.